Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was abandoned surgically due to impedance measurements greater than 2500 ohms and a suspected lead fracture. A new lead was successfully implanted. No adverse patient effects related to the replacement procedure were reported.